Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospilised due to a touchscreen issue with their personal diabetes manager (pdm). It was reported the patient had a seizure. No further information is available as to this event.